Manufacturer narrative:
Continuation of d11: product ID: 39286-65, serial# (B)(6), implanted: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having the ins replaced today due to normal battery depletion and/or upgrade. The caller stated that the lead would not come out of the 0-7 port with the screw completely removed from the ins header block. The issue was not resolved at the end of the call. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the paddle lead only had one side working and the other side was non-functioning. The rep reported that the cause of the disconnection difficulty wasn¿t determined, but the damaged/stuck lead tail look corroded or melted in the old battery port. The rep reported that the battery was swapped, impedances were checked and the device was tested for coverage intra-operative and post-operative. The rep reported that the battery was replaced and one side of the paddle lead was still working. No further complications were reported.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the patient was getting adequate relief. The surgeon explained to the patient that if relief is less than needed, a paddle revision will be needed. No further complications were reported.